Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the tissue pad deteched during the procedure. There was no piece reported left in the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.